Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as red but not open or bleeding. The patient stated their skin is sensitive due to diabetes. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed a topical antibiotic for the blister. Follow up indicated that the blister improved.